Event description:
It was reported there was a catheter migration and a subsequent catheter replacement. A catheter access port (cap) contrast study was done on (B)(6) 2012 where there was an inability to aspirate fluid as well as contrast found in the pump pocket. An x-ray performed on the same day also found no catheter in the spine. Due to the complete catheter migration, a catheter revision and replacement was done on (B)(6) 2012. The patient experienced a lack of pain relief as a result of the event. The patient outcome was reported as resolved without sequelae. The medication in the pump was fentanyl. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter.